Manufacturer narrative:
(B)(4). Concomitant medical products: part #: 110005315 lot #: 647530. (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-07141.

Event description:
It was reported that the surgeon attempted to implant a short rigid anchor for a bicep tenodesis repair. The surgeon reported difficultly finding the drill holes. When surgeon attempted to implant the anchor, the tip of the inserter bent after it was struck with a mallet. The surgeon attempted to implant a second anchor in a new drill hole. Upon striking the second anchor with a mallet the tip bent again impeding the implantation of second device. The surgeon then opted out of the procedure and closed the incision.

Manufacturer narrative:
Reported event was confirmed by review of photographs provided. Review of the device history record (DHR) found scrapped pieces during manufacturing, which could likely be related to the reported event. Review of the complaint history determined that no further actions are required. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.